Event description:
The customer reported there was no problem with the donation but at the end of the procedure the donor had cramps and an urgent need to use the bathroom. There was no medical intervention. There were no instrument alarms. Since there was a discrepancy in acd volume delivered between the instrument display and the amount removed from the acd bag in a previous donation the customer reported the donor reaction as possibly related.